Event description:
Boston scientific crm received information that this device had delivered anti-tachycardia pacing (atp) therapy for an episode of atrial fibrillation with fast conduction to the ventricles. A boston scientific sales representative questioned why therapy was delivered, as detection enhancements were programmed on. No adverse patient effects were observed. Further information was received that the patient also received an inappropriate shock. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services representative explained reviewed the episode and explained the device was in redaction due to several episodes being close together, and deduction enhancements do no apply in redaction mode. The device was reprogrammed and patient medication was changed.